Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support for a pump reset, and after resetting, the error did not reoccur. The customer successfully started a sensor session, resolving the issue.